Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 132 mg/dl. The customer stated that they got the blank display after putting on a new battery cap. Troubleshooting was provided but the blank display remained. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specific. Device was monitored and no blank display anomalies were noted. Device passed selftest, unexpected restart error test and displacement test. (B)(4).